Manufacturer narrative:
E1: patient city: (B)(6). Patient country: qatar.

Event description:
Reference number (B)(4). Event occurred in qatar. It was reported that the patient was hospitalized due to hyperglycemia on (B)(6) 2024 and was treated with IV insulin drip . The blood glucose level was 400mg/dl at the time of event and was caused by the insulin flow blocked. The length of hospitalization was 7 hours. Patient was found positive for ketones and the results were 1.2. No further information was available.